Event description:
On 2/11/92, patient was seen in the physical therapy department for instruction in the use of an intervaginal stimulation device for control of urinary incontinence. Her gynecologist referred her to the department. The patient used the device at home twice daily according to the directions. On 2/20/92 the patient contacted me saying that she had a pressure type feeling in her pelvic area and had stopped using the device two days ago. I advised her to see her physician. Patient saw her gynecologist who referred her to the local urologist. He appraised the situation as a hematoma or a cyst and gave her some medication and told her to stop using the device and to stay home until 2/26/92. Patient stopped by the department to inform me of the recent happenings. On 2/24/92, patient brought back the device for me to return to the company and to say that on 2/22/92, she had draining of an abscess from that area. Patient had just returned from seeing the urologistdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.